Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 396mg/dl. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. Ran a fixed prime and high pressure test and the tests passed. The customer stated that she will be disconnected from the insulin pump for a few days. Advised that the customer should keep the battery in the insulin pump to maintain the personal settings. No further info was provided.